Event description:
Device issue: none. Adverse event: in-stent restenosis requiring intervention. Onset of adverse event: approx 19 months after stent implantation. It was reported, via trial, that approx 19 months post a mid left anterior descending artery stenting procedure, with 2 xience v stents, the pt experienced chest pain, had a positive treadmill test and was re-hospitalized. In-stent restenosis was found in the most distal stent (2.75 x 23 mm) and the stenosis was treated with balloon angioplasty with good results. There was no adverse pt sequela reported, and on (B)(6) 2010, the event resolved. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Restenosis and angina are listed in the product instructions for use as known potential adverse effects. The reported non surgical therapy, positive test results, treatment/non-surgical and hospitalization all appear to be a result of the reported pt effects. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design of the product.